Event description:
It was reported that the 9900 system had a collimator error and the system shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.